Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed manufacturing and inspection records indicated no problems with the lot in question. The pliers were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on the provided details and the visual appearance of the pliers the exact cause cannot be defined. There is a slight deformation close to the middle of the lower nose visible. This could be an indication that the plate was not fully inserted into the noses which could cause a mechanical overload. We are not able to determine the exact cause of this occurrence. The complaint is determined to be indeterminate.

Event description:
The device broke during surgery. This is 1 of 1 report for this (B)(4).